Manufacturer narrative:
Based on the available information (in the absence of all the products being returned) boston scientific has determined that infection, discomfort, redness, swelling, and purulent discharge at the implantable pulse generator (ipg) and lead incision sites are a known inherent risk with the use of deep brain stimulation (dbs) as documented in the instructions for use (IFU). A review of all the manufacturing documentations for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the devices were used per the IFU product label. Additionally, implant site complications such as infection, discomfort, redness, swelling, and purulent discharge are noted within the IFU as a potential risk associated with the use of the device. The ipg, leads and lead extensions were not returned as they were retained by the facility; as such, physical analysis has not been conducted in our laboratory. The ipg, leads and lead extensions were not returned, as such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. This review determined that infection, discomfort, redness, swelling, and purulent discharge is a known inherent risk of implanting a pulse generator as part of a system to deliver deep brain stimulation (dbs). Additional suspect medical device components involved in the event/device evaluation: product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5002143. UDI: (B)(4). Product family: dbs-linear leads. Upn: m365db2203450. Model: db-2203-45. Serial: (B)(6). Batch: 5003730. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5002419. UDI: (B)(4). Product family: dbs-extension. Upn: m365db3216550. Model: db-3216-55. Serial: (B)(6). Batch: 5000915. UDI: (B)(4). Block d2b additional pro codes, nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient reported discomfort, redness, swelling, and purulent discharge at the implantable pulse generator (ipg) and lead incision sites. The patient subsequently underwent removal of the dbs system. According to the physician, the infection was not attributed to the device or the procedure, though no alternative cause was provided. Device analysis was not performed as the components were retained by the medical facility. The patient was treated with antibiotics and made a full recovery. Good-faith efforts were made to obtain additional information regarding the event; however, no further details were available.

Manufacturer narrative:
Good-faith efforts were made to obtain additional information regarding the event; however, no further details were available. Block d2b additional pro codes, nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5002143, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5003730, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5002419, UDI: (B)(4). Product family: dbs-extension, upn: m365db3216550, model: db-3216-55, serial: (B)(6), batch: 5000915, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient reported discomfort, redness, swelling, and purulent discharge at the implantable pulse generator (ipg) and lead incision sites. The patient subsequently underwent removal of the dbs system. According to the physician, the infection was not attributed to the device or the procedure, though no alternative cause was provided. Device analysis was not performed as the components were retained by the medical facility. The patient was treated with antibiotics and made a full recovery.